Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 592mg/dl with high ketones; cause was unknown, however, customer believes the pump was at fault. Additionally, the customer went to the emergency room (ER) where an insulin drip, nausea medication, and a saline drip were administered to address the high bg. The customer left the ER with a bg approximately 280 mg/dl, however the customer was reportedly unstable. The customer was subsequently admitted to the intensive care unit, and hospital where an insulin drip, nausea medication, and a saline drip were administered to address the high bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.